Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Incision and drainage with revision of unk depuy head and liner due to left hip hematoma and infection. Medical records reviewed. Primary procedure notes (B)(6) 2017 indicate the patient received a left total hip arthroplasty due to left hip osteoarthritis. Procedure was completed without complication noted by the surgeon. Brief procedure notes (B)(6) 2017 indicate the patient received an incision and drainage hematoma left hip, exploration of left hip wound with debridement and irrigation and revision of femoral head and acetabular liner, and insertion of drainage tubes. Pathology findings are consistent with infection. Updated (B)(6) 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.